Event description:
During the analysis in service and repair, a broken device housing was observed and a leaking rechargeable battery inside the device.

Manufacturer narrative:
During the repair process of a rondo 2 audio processor, a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. There has been no report of patient injury from contact with leaking electrolyte. This is a combined initial and final report.